Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was learned from implant patient registry that a patient with a 23mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement procedure after an implant duration of one (1) day due to severe aortic stenosis. The explanted valve was replaced with a 27mm 3300tfx valve with a 32mm graft. The patient tolerated the procedure well and was stable at the end of the procedure. The patient was discharged on pod #12.

Manufacturer narrative:
The investigation is still in progress. Therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis. And if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry, that a patient with a 23mm 3300tfx pericardial aortic valve. Underwent a redo aortic valve replacement procedure after an implant duration of one (1) day, due to unknown reasons. The explanted valve was replaced with a 27mm 3300tfx valve.